Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was treated with oral and topical antibiotics (dates and durations not reported) and the patient has undergone multiple skin debridement procedures (dates not reported). Subsequently the abutment was removed from the device. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.